Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.